Event description:
Additional information was received from the patient. It was reported that the patient had issues with the programmer coil, how the ins won't turn off, and she thought someone may be manipulating the device from somewhere else. It was mentioned the programmer had orange powdery stuff on the back. The patient added that her device is broken, she cant barely move her arm, and also experienced headaches. No further complications were reported.

Manufacturer narrative:
Correction d10: lead va08a9x035 is not a complaint and does not apply to this event. Additional information indicates the patient was referring to their patient programmer. H6: correction - conclusion code 22 does not apply to this event. Device code c62917 does not apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 11-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was not seeing anyone as the device they had implanted didn¿t work for them. Additional information was received from a consumer regarding the patient on 2019-aug-27. It was reported that the patient¿s implantable neurostimulator is broken and she cannot shut the implantable neurostimulator off. When the patient presses on the ¿coils¿ (interpreted to mean leads), the patient can feel that it is loose. The patient stated that the implantable neurostimulator is sitting on her left kidney, noting that it is ¿not compounded¿, but she can see it on her back, and she wants the implantable neurostimulator taken out. The patient first started noticing all of these issues starting about a year prior to the report. The patient does not currently have a managing physician and noted that when she worked with her previous physician, that it was a ¿disaster.¿ there were no further complications reported.